Manufacturer narrative:
Manufacturer reference number: (B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available. Patient information not provided. Incident date was not provided. Implant and explant date were not provided. Lot number not provided. UDI not provided. Re-processing information not provided. Since the lot number was not provided, this information cannot be determined. Occupation of initial reporter not provided.

Event description:
According to the reporter, during a lap gastrectomy, when firing across the tissue with a 60 purple trs reload we noticed that the device sounded sluggish and then it stopped moving forward midfire. Surgeon had to press the silver button to pull back the knife blade. We then opened up a manual handle to finish the case. The current patient status is fine with no injury .